Event description:
It was reported to boston scientific corporation that a c.r.e. Balloon dilatation catheter was to be used during an esophagogastroduodenoscopy (egd) with dilation procedure on (B)(6) 2009. According to the complainant, when the device was retrieved from stock for procedure set-up, the pouch was empty and three of the four seals were already opened. The procedure was completed with another c.r.e. Balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
(B)(4) - (package empty). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).